Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: component migration and endoleak.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses. After the devices were implanted, an angiography showed there was a minor proximal type I endoleak. The physician decided to take a wait-and-see approach and no further treatment was performed. The patient tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography scan revealed the trunk-ipsilateral component rlt231218j and the right contralateral leg component pxc141400j were moved proximally (distance unknown) and it resulted in a distal type I endoleak. It was also revealed that the proximal type I endoleak persisted. On (B)(6) 2017, the patient underwent re-intervention. The aneurysm sac was coil-embolized around the proximal neck to treat the proximal type I endoleak. The terminal aorta was also coil-embolized and an additional stent graft was implanted in the right common iliac artery to treat the distal type I endoleak. The patient tolerated the procedure. The endoleaks were diminished but not resolved. No further treatment was performed. The patient tolerated the procedure. It was reported that the proximal neck was angulated and the morphology might have contributed to the proximal type I endoleak.